Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging 30-55 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause and found that the pump performed as intended, however, cts found that the control iq software delivered boluses as intended, but the customer subsequently delivered additional manual boluses. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.